Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that a hematuria was observed at 10 minutes after returning 120ml blood processed by the cell saver 5. No operator injury reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that a hematuria was observed at 10 minutes after returning 120ml blood processed by the cell saver 5. No operator injury reported. Further clinical info regarding the event is unavailable at this time. The investigation is ongoing to determine cause. A f/u report will be filed when it is complete.